Manufacturer narrative:
D10 concomitant product: ils-1800-kt, ils-1800-kt procedure kit illumisite 180 (lot#527348). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during a procedure, the staff was having trouble getting the patient sensor triplets to stay in the sensing volume because of the barrel chest of the patient. During the initial registration, the system would indicate that a sensor had moved. Multiple times the user tried re-positioning the sensor triplets and re-starting registration. Additionally, on two catheters, there were intermittent notifications that the 'catheter was not detected'. To resolve the issue, the system was shut down and re-started, and the two catheters were also replaced with a different type. The physician was able to complete the electromagnetic navigational bronchoscopy (enb) portion of the case. There was no patient injury.

Manufacturer narrative:
Evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. The electronic de vice-use logs were also provided. A review of the system logs showed several a patient sensor has moved events occurred during the procedures. The investigation determined the issue was caused by software anomaly #125787 localization: pst shift due to lg movement. Some magnetic interference was observed during the procedure, which can intensify the issue further. It was reported that there was registration issue and outside of magnetic volume. The reported issues were confirmed. The most likely cause was software coding issue. It was also reported that the device was not detected. The reported issue was not confirmed. The most likely cause was software coding issue. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The instructions included with this device provide the following guidance: the user is advised to not register the device multiple times as the device is designed as a single use device. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.